Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 120-130 mg/dl, and the meter bg reading was over 600 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level was "high" (specific value was not provided). Bg was addressed via a manual injection. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. System check with tandem technical support did not identify any additional issues with the pump or related supplies. At the time of the reported issue, customer was still admitted to the ER with no known reported damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.